Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the ccd (charged coupled device) unit pin, foreign matter on the ccd (charged coupled device) unit pin. Based on the results of the investigation, it likely that the problem occurred due to cable failure; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the serial digital interface port of the video system center was fried due to constant hot swapping of cords leading to no output signals/image. There were no reports of patient harm.